Manufacturer narrative:
The device was returned to smiths medical. Visual inspection: results: sample was fully priming and connected without difficulty. The pump was set running and the alarm was not activated. The sample passed the test. Complaint is not confirmed. No root cause determine due complaint was not confirmed. No actions taken due complaint was not confirmed.

Event description:
It was reported that during the use of the cassette, the pump issued a "no disposable, pump won't run" alarm. No patient injury was reported.